Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to ruptured right breast implant. Original breast implants were placed in 1975 and removed and replaced in 1994 with mentor saline breast implants.